Event description:
It was reported to boston scientific corporation that during a vault suspension procedure using an uphold vaginal support system, as the leg assembly was being thrown through the patient's right sacrospinous ligament, the needle detached and fell loose into the patient cavity. The physician reportedly located the detached needle via palpation and manually retrieved the needle. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly doing well.